Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 400 mg/dl at the time of the incident, current blood glucose is 147 mg/dl. The customer was treated with manual injection. The customer was assisted with troubleshooting and advised to change entire set, reservoir and insulin and treat as per health care professional. The insulin pump will be returned for analysis.

Manufacturer narrative:
Unit power up properly after battery installation. Unit received with operating currents within specification. Unit passed self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. Unit received with minor scratches on case, pillowing keypad overlay, cracked retainer and minor scratches on lcd window.